Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 3 of 4 on the home choice (hc) . The home patient (hp) check the lines and bags, no leaks were found. The clamp on the unused line was closed. The hp cycled the power off/on to clear the system error 2240. The technical service representative (tsr) instructed the hp to disconnect using aseptic technique and remove the cassette. The hp would notify the peritoneal dialysis nurse (pdn) of the missed therapy. During a follow up call with the home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. The hp stated nothing was noted out of the ordinary at the time of the alarm. The hp stated he resumed therapy starting over with new supplies. The hp contacted the peritoneal dialysis nurse (pdn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.